Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicated an issue with the dso (downstream occlusion), the complaint was able to be replicated. Upon visual inspection it was found that the dso seal was degraded, the dso seal was replaced with a new dso seal. Additionally, the lens was replaced with a new one because it was scratched. Performance verification tests performed. All tests passed within specifications. Probable cause: dso seal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a bubbled/delaminated downstream occlusion (dso) seal. There was no patient involvement.